Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Breakage of the c-plate several weeks after surgery. There was a malunion and malrotation of the hallux due to breakage of the plate. Therefore, the pt had to be reoperated. A revision was performed. It was the first time the surgeon experienced this type of problem with the c-plate. He didn't really make a problem of it, but I wanted to have it examined anyway to exclude malfacturing.